Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(4) 2012. Multiple temperatures are recorded below the recommended minimum operating temperature. The device failed a self-test due to a low battery on the (B)(4) 2012, the device remained in fault mode until the (B)(4) 2012 when an increase in voltage suggests a further pad-pak was installed. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the (B)(4) 2015. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.